Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. Without a lot number the device history records review could not be completed. Investigation summary - part# vs303.020 vet.: locking screw stardrive® ø 3.5mm l20mm is equal to synthes standard locking screw stardrive®, self-tapping, ø 3.5mm, l 20mm, part# 212.106. X-ray review: narrative could be verified from provided x-rays (picture 2) - the three distal locking screws are not completely locked in the plate. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: (veterinary complaint) it was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) with a locking compression plate, three (3) out of the five (5) locking screws were found to be impossible to lock. The reason for the procedure was to close the diaphyseal tibial fracture. The problem of the mentioned devices might lead to complications for the patient. There was a twenty (20) minute surgical delay reported. The procedure was not completed successfully since there were two (2) screw heads stripped before complete locking was obtained and one (1) of the screws protruded significantly from the plate. Patient has to be followed up at six (6) weeks post - op due to healing not completed. Concomitant device reported: vet lcp (part#vp4041.12, lot# unknown, quantity#1). This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive recess 20mm. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).